Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. In the letter the dentist stated the patient informed them that they are using byte aligners and would like advice if they should try to complete treatment. Patient told dentist that they have lock jaw in the morning and that their aligners are broken and do not fit. Dentist verified that the aligners do not fit the patient. Patient also has a class ii malocclusion with excessive overjet. Patient' teeth can be straightened but class ii malocclusion cannot be fixed without surgery. Patient is contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.